Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific info was not provided, precluding a review of the DHR.

Event description:
Pt developed increased pain and tightness along posterior thigh, calf, and below the patella with weight-bearing and range of motion. This event reported was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Patient developed increased pain and tightness along posterior thigh, calf, and below the patella with weight-bearing and range of motion. Patient to return to physical therapy. This event report was received through clinical data collection activities.